Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/24/2025 the user reported that their device screen became unresponsive. Cracks were observed on the screen. The blood glucose was not affected, and a replacement device was sent.